Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon stated that the device felt fine when fired. She received tactile and audible feedback. Ninety percent of the staples did not form; they were goal post in shape. The surgeon was not sure if she was in the green gap setting scale. The surgeon stated that she fired in a hurry related to the patient was sliding on the table. The surgeon stated that there were two good donuts. The surgeon completed the case by hand sewing and there were no patient consequences. The procedure was prolonged by sixty minutes.